Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The customer reverted to using mdi as backup therapy and was informed by technical support that they would receive a replacement pump with updated software. Caller was advised on the steps to take upon receiving the new pump, including putting the problematic pump into storage mode and returning it to tandem via ups using a return box and pre-paid label within 10 days. Training was made available through their tandem source account, and the customer acknowledged these instructions.